Event description:
A customer reported via a webform receiving a "replace sensor" error message from the adc device. The customer indicated that due to this, they experienced a seizure and loss of consciousness and received unspecified treatment by third party. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated and no physical damage was observed on the sensor patch. Data was extracted from the returned sensor patch using approved software. The sensor was found to be in sensor state 6 (indicating abnormal termination) with a brownout reset event internally logged (event 21). De-cased the sensor and performed visual inspection of the printed circuit board assembly (pcba). Measured the returned battery and results were within specification. Therefore, issue is confirmed to brownout reset. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via a webform receiving a "replace sensor" error message from the adc device. The customer indicated that due to this, they experienced a seizure and loss of consciousness and received unspecified treatment by third party. No further information was reported. There was no report of death or permanent injury associated with this event.